Event description:
Info rec'd indicates the brake does not hold. Brake slips.

Manufacturer narrative:
The technician found the caster was worn. The technician adjusted the head brake caster to repair the bed.